Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she tested the string on the tampon prior to insertion and the string fell apart and crumbled into pieces. She did not use this tampon.